Event description:
The customer reported 9 false positive results for rsv target on the alinity m resp-4-plex assay. The customer stated that they been having the issue and are having to disregard between 20 to 30 rsv result a day. The samples were retested on the alinity m instrument from the same sample tube, and the results were negative. The customer confirmed none of the false positive results were released outside the laboratory. Therefore, there was no report of impact to patient management due to this observation. This incident is being reported to FDA because the incident occurred in sweden using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/ similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval.

Manufacturer narrative:
Elevated complaint investigation will be initiated. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m resp-4-plex amplification reagent kit (list 9n79-90) is similar to the alinity m resp-4-plex amplification reagent kit (list 9n79-96) sold in the united states. Ticket does not reference a us list 9n79-96 lot number.

Manufacturer narrative:
Investigation into this complaint included a customer data review, quality data review and a complaint history review. The results of the investigation are summarized as follows: customer data review: result logs were reviewed. The runs for all the discrepant results were valid and met assay specification requirements. There is no indication that the alinity m resp-4-plex amp kit (list 09n79-090) lot 524960 is performing outside of established design performance specifications based on the elements reviewed in this section. The amplification curves of the discrepant results were analyzed. · the validity of the runs (including met assay specification requirements, and no error codes or flags were displayed for the run controls) were verified. · amplification curves look normal and showed normal amplification. · false positive samples in the complaint are near the limit of detection (lod) for the rsv target of resp-4-plex assay. As the false positive samples are near the limit of detection, therefore, may not be repeatable. Population data analysis demonstrates that the clinical specificity / clinical sensitivity rates meets the specifications as defined in the package insert or product requirement. Review of the customer data did not confirm a product deficiency for alinity m resp-4-plex amp kit (list 09n79-090) lot 524960. Quality data review: device history record / batch record review. The device history records (DHR) review for alinity m resp-4-plex amp kit (list 09n79-090) lot 524960 (including the components) was performed. The manufacturing packets were obtained and reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review for alinity m resp-4-plex amp kit (list 09n79-090) lot 524960 (including the components) was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for these lot numbers. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the tickets being investigated, which reported discrepant results while using alinity m resp-4-plex amp kit (list 09n79-090) lot 524960. The customer data review verified that the curves for the discrepant results were not abnormal; therefore, complaints considered related will include the alinity m resp-4-plex amp kit (list 09n79-090) lot 524960 and discrepant results that exhibit normal curves. The complaint history review identified six (6) complaints related to the reported complaint for the alinity m resp-4-plex amp kit (list 09n79-090) lot 524960. · 2 tickets were investigated. · 4 tickets are currently pending an investigation. The complaints will be individually investigated and dispositioned according to the results of the investigation and the background information provided in each ticket. Based on the results of the investigation elements, a product deficiency for alinity m resp-4-plex amp kit (list 09n79-090) lot 524960 was not identified.